Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that inability to suction through the upper part of a smiths medical portex® blue line ultra® tracheostomy tube cuff was reported. Positive pressure was able to be applied but negative pressure was not. There were no reported adverse effects.